Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was not known. Reportedly the customer had a seizure. Customer family gave injectable glucagon which did not revive her, then used nasal spray glucagon and she did not come out of the seizure. Emergency services then gave her another glucagon injection and seizure ended. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.